Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a reflect implant cord has broken between the 9th and 10th screws post operatively. This event occurred in the UK.